Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, transient high out of range right ventricular (rv) pacing impedances were observed on this implantable cardioverter defibrillator (ICD) system. A chest x-ray was obtained but no rv lead abnormalities were observed. Additionally, a few episodes of supraventricular tachycardia (svt) treated with anti-tachycardia pacing (atp) were observed. Boston scientific technical services (ts) provided reprogramming recommendations for the inappropriate atp delivery and recommended monitoring the rv lead. The make of the rv lead is unknown. This ICD remains in service. No adverse patient effects were reported.